Event description:
It was reported that the patients stimulation coverage was not in the pain areas due to paddle lead migration. This was confirmed through x-ray. The paddle lead was repositioned, and the patient was doing well postoperatively. The device remains implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.